Event description:
Reporter alleged obtaining the results of 200 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that one hour prior to the readings, he took 38 units of novolog, which included two extra units because of his distrust for the meter. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.